Event description:
Rise in blood sugar; insulin pump failed (electrical issue related to speaker according to manufacturer). I had to revert to insulin pen therapy, an older, less safe technology until new pump was delivered and programmed. This is the 3rd pump failure (various reasons) in less than 1 year. My 2 previous pumps each lasted 5 years. The pump has a design failure--in my opinion--that causes thermal issues that result in catastrophic failure. The design led to a thinner device using an unfolding insulin bag instead of a solid insulin reservoir. FDA safety report ID# (B)(4).